Event description:
A site representative reported that during a case, the surgeon was experiencing flickering red/green status. The surgery was completed and there was no impact to the pt.

Manufacturer narrative:
Pt information was not available at the time of this report. The device has not been returned to the manufacturer.